Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a surgical procedure at the user facility, the core micro drill was running without user activation. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the core micro drill was running without user activation. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The engineering technician was unable to duplicate the reported event, but noted the motor sockets were corroded, which may have contributed to the reported event.